Event description:
Patient (user) experienced a urinary tract infection (uti) after using ultra m14 catheter. User stated there was no problem with the product and he did not experience any injuries. It was just not a hydrophilic product which he requires because it is more slippery and causes less friction to his urethra. He has been using a hydrophilic catheter for a long time and his supplier sent him ultra m14 to try without explaining it is not a hydrophilic product. He was prescribed an antibiotic and has fully recovered.

Manufacturer narrative:
The patient also provided another lot number, 170819-1, but was unable to confirm the lot number of the unit that caused the uti and if it was from this lot.